Manufacturer narrative:
The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: patient underwent a mastectomy-implant removed for symmetry.

Event description:
Healthcare professional reported ¿patient underwent a mastectomy-implant removed for symmetry¿. This record is for the left side. Device was explanted.